Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h1, h2.

Event description:
N/a.

Manufacturer narrative:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) had rapid gas loss alarm. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) states, inspected the cs100, all functional tests were performed and no error were found during testing. Then the unit was observed for 24 hours under working condition ,no error were found .the unit handed over to the customer with good condition.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had rapid gas loss alarm. There was no patient involvement.